Manufacturer narrative:
Qn#(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The complaint of a leak in the extension line was able to be confirmed by the photo. The first photo showed a fluid leaking from the center of the distal extension line. The second photo showed the product lidstock. As no sample was returned for analysis, a complete visual inspection to evaluate the nature of the leak and potential root causes could not be performed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The customer report of a leak in the extension line was confirmed by visual inspection of the customer supplied photo. The customer photo shows a fluid leaking from an apparent hole in the center of the distal extension line. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the nurse pumped back the main lumen catheter that had been temporarily sealed, she found that this lumen was cracked and leaking." The lumen was clamped. No patient harm or injury. No medical intervention required. The patient's current conition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the nurse pumped back the main lumen catheter that had been temporarily sealed, she found that this lumen was cracked and leaking." The lumen was clamped. No patient harm or injury. No medical intervention required. The patient's current conition is reported as "fine".